Event description:
(B)(6) has initiated an investigation into a complaint reported on (B)(6) 2012 indicating the pt developed erythema and a bacterial infection (B)(6) days post-operatively. Operative notes dated (B)(6) 2009, indicated the pt underwent excision of infected bard marlex mesh and open left inguinal hernia repair with implantation of a (B)(6) allomax dermis graft. On (B)(6) 2009, the pt underwent an ultrasound for swollen testicle. Impression results indicated no blood flow to the left testicle. The right testicle had 2 epididymal cysts present. On (B)(6) 2009, the pt underwent a left orchiectomy. On (B)(6) 2009, the pt presented to the ER with pain, foul odor, mild local erythema at the incision site with no proximal inguinal adenopathy or redness. Final wound culture results were (B)(6). Donor and mfg records were re-reviewed as part of (B)(6)'s investigation. No deviations were noted for the donor and all (B)(6) donor eligibility requirements were met. Only musculoskeletal tissue was recovered by an independently registered tissue bank. Rti received all tissue from donor (B)(6). Pre-sterilization cultures from donor (B)(6) were all negative for growth except one pelvic bone tissue. The tissue was acceptable for further processing based on sterilization validation. No deviations were noted during processing. Environmental data for the week prior, day of, and week following processing episodes for donor (B)(6) were reviewed without excursions noted. The allograft underwent a validated sterilization methodology; tutoplast which includes terminal sterilization via gamma irradiation (19.0 kgy - 23.0 kgy) after packaging. To date, (B)(6) has manufactured and distributed a total of (B)(4) allografts from donor (B)(6) and received (B)(4) records of implantation. No related complaints have been reported with the allografts distributed from the donor. The graft was mfg according to specification. To date, our investigation is without indication that the graft contributed to communicable disease transmission. (B)(6).